Event description:
Patient to operating room have urolift procedure with urologist. One of six implanted devices had a malfunction during procedure. A new implant was opened and use in its place. Patient required revision surgery on (B)(6) 2022. FDA safety report ID # (B)(4).